Event description:
On (B)(6) 2012, patient reported experiencing an infection while using the infusion sets. Pt stated she was able to self-treat the infection using antibiotics. Pt reported she believed the steel needle contributed to the infection because her body does not react well to the steel. Pt stated she switched to a different type of infusion set and no longer had any issues. Pt no longer has the alleged infusion sets; have already been discarded. Pt no longer has the same infusion device in use during the incident. Advised pt the alleged infusion set does not have a steel cannula that stays inside the body. Verified the type of alleged infusion set. Pt reported she went to her doctor and was given antibiotics. Pt stated she does not recall any other details pertaining to the incident. Current infusion device is working fine. No product return was requested.